Event description:
The customer reported that the insulin pump alarmed unexpected restart and external ram crc error. Customer stated that she was changing her battery and the insulin pump reset itself. Troubleshooting was done. Customer's blood glucose was 121 mg/dl and the recent blood glucose was 176 mg/dl. The customer was assisted to perform self test and test passed. The customer will monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.